Event description:
It was reported that a patient has high impedance of 5621 ohms at 4 weeks post op. X-ray images were also provided. Design history record for the generator and lead were reviewed. The generator and lead showed no non-conformances prior to distribution into the field. Ap and lateral x-rays of the neck and chest were available that displayed complete view of the neck and chest. Based on the images provided, the feedthrough wires appeared intact at the connector pins, and the generator was placed in the upper left chest, as expected. The connector pin does appear to be fully inserted past the connector block. The lead was observed in the patient¿s neck and was routed toward the patient¿s left chest. A strain relief bend and loop are present and placed per labeling. Two tie downs are present. Both tie downs appear to be securing the strain relief loop per labeling but no tie down appears to be securing the bend. No obvious fractures or sharp angles were found in the images. Note that a portion of the lead was routed behind the generator so it could not be assessed. Based on the images provided, no conclusion can be drawn on the cause of the patient¿s high impedance. Note that the presence of micro-fractures could not be ruled out. No additional or relevant information has been received to date.

Event description:
Implant surgery was reported to be unremarkable with minimal blood loss and no diathermy was used once the implant was in place. No additional or relevant information has been received to date.

Event description:
Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway.

Manufacturer narrative:
(B)(4).